Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported consumer felt irritation and experienced discomfort after several minutes of contact lens use, removed the lens and found it with edge tear. The consumer visited a doctor on (B)(6) 2024. The doctor removed the remaining lens fragment from the consumer's eye. And was diagnosed with superficial punctate keratitis (spk). Eye-drops (antibacterial(levofloxacin)) were prescribed. Frequency of eye-drop application was 4 times per day. The doctor instructed the consumer to stop wearing contact lens for several days. The doctor instructed the consumer to visit again after two weeks. The current status of the consumer¿s eye was not resolved at the time of this report. Additional information has been requested but not yet available. As per the follow up received on 10-mar-2024 it was sated that the debris was removed from the eye and slight scarring of the black part of the eye was confirmed. Medication levofloxacin, hyaluronic acid (both four times a day for an unspecified period) was prescribed. Consumer was asked to stop wearing lenes for few days, and requested revisit after one to two weeks. The current status of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has been requested but not yet received.